Event description:
Consumer called to report law meter readings when compared to their other meter. Analysis run on clark error grid using competitive (averaged) readings (285) as ref. Point vs. Bd readings of 113, 209 yielded data points in the d zone of the grid, outside of acceptable limits.